Event description:
It was reported that this was a closure of an unknown vessel using four prostyle devices related to an interventional transcatheter aortic valve implantation procedure. Reportedly, a failure occurred with all four devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported, and the packaging was not returned. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.